Event description:
It was reported that a revision was requested for an ambicor penile prosthesis (app) due to inflation issues; however, the surgery has not been performed yet. There were no adverse events to the patient.